Event description:
Ous MDR - approx. 2 months after implantation oversensing on the ventricular channel was reported. The lead was explanted and replaced due to a suspected insulation damage. During the procedure deformations of the insulation were observed.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual analysis showed that the tip electrode had been pulled out of the adhesive connection of the ring electrode. This damage indicates a significant mechanical force impact. The adhesive surface between the ring electrode and the silicone insulation was examined and shows no indications of a material defect or manufacturing error. Excessive mechanical stress during the explantation should be considered as the cause. The analysis did not show any further deviations that could be related to the clinical complaint. The measured electrical measurement values were within the specification. The fixation had no anomalies. Analysis of the available iegms showed that the observed noise artifacts are with high probability myopotentials. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.